Manufacturer narrative:
The investigation for the pump stop and the positioning issue has been completed. Pump was returned for evaluation. Upon visual inspection, no mechanical or purge related abnormalities were noted. A catheter kink was observed near the 35cm mark of catheter but did not affect pump functionality. Pump was run in a bucket of water at p-9 for 10 minutes while purging and a pump stop was not reproduced. No data logs were returned for evaluation. Clinical details noted that after repositioning, a "pump in ventricle" alarm was triggered and a few minutes later a pump stop occurred. Pump was explanted and it was noted that a corda tendinae had been sucked into the pump. The root cause of the pump stop was biomaterial due to improper positioning. The instructions for use referenced in the initial report is for the impella cp with smart assist for use during cardiogenic shock and high risk cpi in the following sections: section: using the automated impella controller with the impella catheter. Section: using the automated impella controller with the impella rp with smartassist system catheter. Section: impella stopped. Added- d9 device return date, added- d6b. Corrected g1 manufacturing site address line 1,2, manufacturing site city, zip code, fax number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that during impella cp support for 41-year-old female patient, the pump was repositioned due to 'position in ventricle' alarm. The pump stopped after a few minutes. Due to patient condition worsening, the decision was made to explant the pump. Following explant, it was noted that the corda tendinea was sucked into the pump.